Manufacturer narrative:
Reported event: an event regarding instability involving a jts distal femur was reported. The event was confirmed by medical review. Method and results: product evaluation and results: not performed as no items were returned. Clinician review: a review of the provided x-rays by clinical consultant indicated: "the implant in situ was for a jts distal femoral replacement, which was inserted in (B)(6) 2015. The surgeon reported a tibial component instability. The CT scan provided showed that the tibial stem has misaligned with the cavity and there is bone resorption of the tibial plateau on the medial side underneath the component, which caused the tibial stem lacking support. This is probably the reason for the instability of the tibial component. In addition, the middle part of the stem has come out of the cavity this might have happened during the insertion of the stem. The above radiographic observation has confirmed the reason for revision". Product history review: a review of the product history records indicate 1 device was manufactured and accepted into final stock on 07apr2015 with no reported discrepancies, as reported in qf66. Complaint history review: based on the device identification the complaint databases were reviewed from 23may2016 for similar events regarding instability. There have been no other events. Conclusions: an event regarding instability involving a jts distal femur was reported. The customer reported that the instability was due to patient factors. The exact cause of the event could not be determined because further information such as analysis on the retrieved component, the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by siw. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. H3 other text: device not returned.

Event description:
A patient specific implant prescription form was received for patient's impending revision with diagnosis "tibial component instability" (right). The patient has the instability of tibial component due to the height and weight. Overall planned replacement should cover the full extension (~250 mm). The patient has the instability of tibial component due to the height and weight.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device evaluated by MFR? Unknown. If the device will be returned following the planned revision surgery.

Event description:
A patient specific implant prescription form was received for patient's impending revision with diagnosis "tibial component instability" (right). The patient has the instability of tibial component due to the height and weight. Overall planned replacement should cover the full extension (~250 mm).